Event description:
While placing pt in prone position for a posterior cervical laminectomy, traction was applied to expose the neck area and pins lacerated scalp-(2) 3cm scalp lacerations, (1) each side.